Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 250-280 mg/dl at time of event.